Event description:
It was reported that a pt with history of bilateral iritis developed intense inflammation second day post op. The doctor noticed the lens was 'balled up' in the bag. He removed the lens and implanted an anterior chamber lens. Reportedly, the patient's current status is good.

Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This is a re-submission of a 2015 supplemental report, per request from the FDA. This report has corrected the report number from 1313525-2015-1969 to 1313525-2015-01969 in order to align with the initial report. Additional information: the lens was not returned for evaluation. The lot history record was reviewed and there were no non-conformities or anomalies related to this complaint. Based in the information received the exact root cause could not be determined. However, it is to be noted that the patient has a medical history of bilateral iritis which is a predisposing factor for postoperative inflammation.